Manufacturer narrative:
The tech replaced the bed exit circuit board to repair the bed.

Event description:
Info received indicates the bed exit alarm will set, but does not alarm when the pt exits the bed.